Manufacturer narrative:
(B)(4). Brand name: liner and shell with plastic barrier 40 mm i.d. 52 mm o.d. Do not remove ceramic liner, do not reposition cup after final seating. Concomitant medical products: item# 00771101200, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset, lot# 62265067. Item# 00877504002, bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14, lot# 2656337. Report source: foreign source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as implants remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced squeaking noise in hip approximately five years post initial implantation. No intervention performed. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.